Manufacturer narrative:
Additional information was received on sep 11, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing up yellowish/brown mucus and phlegm. Patient went to emergency room due to respiratory issues and received medical intervention and also was diagnosed with bronchitis. Additional information was received about the alleged asthma. Section h6 health effects: clinical codes was updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to e diagnosed with bronchitis. The patient went to the emergency room to receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.